Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a ¿sensor ended¿ message on the display of her/his adc freestyle libre reader. It was further reported that on (B)(6) 2018 customer received the message and began to feel ¿low¿ so she/he self-administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported receiving a ¿sensor ended¿ message on the display of her/his adc freestyle libre reader. It was further reported that on (B)(6) 2018 customer received the message and began to feel ¿low¿ so she/he self-administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) was returned and investigated. Performed visual inspection on returned sensor, no issues observed. Data was successfully extracted from the sensor using approved software. The sensor was found to be in state 5 (normal termination). Visual inspection performed on sensor plug which was seated correctly in mount. No observed failure mode. Reprogrammed sensor and performed sim-vivo test. All results were within specification. No product deficiency was identified. This serves as a correction report. (Addtl mfg narrative) was incorrectly documented in the previous follow up #1 report. Addtl mfg narrative has been updated.

Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the sensor and no issues were observed. Data was successfully extracted from the sensor using approved software. The sensor was found to be in state 5 (normal termination). Visual inspection performed on sensor plug which was seated correctly in mount. No failures were observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a ¿sensor ended¿ message on the display of her/his adc freestyle libre reader. It was further reported that on (B)(6) 2018 customer received the message and began to feel ¿low¿ so she/he self-administered a glucagon injection. No additional treatment was required. There was no report of death or permanent injury associated with this event.